Event description:
Patient implanted with zero-p spacer at the beginning of 2010. A non-union was noted. This is the 3rd of 5 reports submitted on this event.

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine manufacturing date without a lot number.